Event description:
String broke [tampon]... Inability to pull it out - vagina [foreign body in reproductive tract] string broke - tampons [device breakage]. Case narrative: consumer stated via email that tampon string broke. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.